Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead was experiencing far r oversensing leading to inappropriate automatic mode switch (ams) episodes. No intervention has been performed. The patient's condition was stable.